Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a moderately tortuous and non-calcified coronary artery. After 4.00 x 16 synergy drug-eluting stent was advanced and deployed, it was noticed under cine image that there was no stent in the lesion neither on the delivery system upon removing the device. The stent was then found in the outer sheath. It was then found out that the stent was dislodged when it was removed from the outer sheath during preparation. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy, ous, mr, 4.0 x 16mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged for it¿s the entire length; stretched stent struts. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within specifications. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. The balloon cones were reviewed and no issues were noted. Balloon folds were relaxed and had solidified medium inside. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a moderately tortuous and non-calcified coronary artery. After 4.00 x 16 synergy¿ drug-eluting stent was advanced and deployed, it was noticed under cine image that there was no stent in the lesion neither on the delivery system upon removing the device. The stent was then found in the outer sheath. It was then found out that the stent was dislodged when it was removed from the outer sheath during preparation. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.